Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. The visible portion of the bladder was unwrapped. The oneway valve was tethered and connected to the short driveline tubing. A bend to the iabc central lumen was noted at approximately 4.2cm from the iabc distal tip. Dried blood was not-ed on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The teflon sheath was noted buckled and a portion of the iabc bladder was noted stretched, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once un-wrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The cal key and fos were connected to the iabp without difficulty. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved to-wards the iabc bifurcate with some force. The iabc was leak tested in accordance with testing methods from manufacturing procedure. External leaks were immediately noted and located around the bifurcate bushing and around the fos adhesive. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium leak alarm went on" is confirmed. During the investigation, external helium leaks were confirmed from the intra-aortic balloon catheter (iabc) bifurcate fos adhesive and bifurcate bushing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leaks from the iabc bifurcate fos adhesive and bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the bifurcate leak issues.

Event description:
It was reported "when it was turned on, the helium leak alarm went on. Initially the machine was changed but not the balloon and the same alarm went on. Decision made to change the balloon. At removal, a hole was observed on the balloon". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when it was turned on, the helium leak alarm went on. Initially the machine was changed but not the balloon and the same alarm went on. Decision made to change the ballon. At removal, a hole was observed on the balloon". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.